Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on alcon acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) in the left eye two days post lasik. The dlk was wide spread but there was no clumping or haze present. An oral steroid was prescribed and the topical steroid dosage was increased. Additional information requested.